Event description:
The mgr, market development, trauma reported surgeon submitted a presentation, ¿nonunion¿ failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt# 2: pt who had a left humerus fracture was treated with a plate and screw construct implanted on an unk date. It was discovered pt had a non-union and four (4) screws were backing out. Pt was returned to the operating room on an unk date, hardware was removed and pt was revised to a longer plate and screws. It cannot be verified if the product is synthes product. This is 5 of 6 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.